Event description:
Upon entering room, IV infusion pump containing fat emulsion was alarming air in line. Nurse opened infusion pump chamber to inspect tubing. Upon opening chamber IV tubing disconnected from above the clamp site in the chamber, leaving the tubing in two pieces and dripping lipids all over patients floor. Nurse immediately turned off chamber and disconnected fat emulsion from patient. Faulty IV tubing placed in biohazard bag and given to the clinical leader on shift. Pharmacy called to send up replacement lipids at this time.what was the original intended procedure?lipid infusion.